Event description:
It was reported that during an attempted implant, the right atrial (ra) lead was unable to be fixated well and dislodged many times. In addition, high threshold and impedance were detected. Finally, the physician elected to implant a single chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).